Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was in the distal rca, with no tortuosity, no calcification and 99% stenosis. This was an acute myocardial infarction (ami) case. After pre-dilation with another company's balloon, the vision stent was delivered and deployed; however, the sds balloon ruptured at the first inflation of 7atm. The stent was not expanded sufficiently; therefore, another company's balloon was used to post-dilate and the vision was deployed at the lesion. The procedure was completed, and there were no patient effects reported. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including, balloon damage, materials, mechanical damage, handling, interaction with devices or anatomy, calcification and tortuosity, applied pressure, or insufficient prep. This was an ami case and the lesion was 99% stenosed. It is possible that the balloon material was damaged during interactions with the stent, other devices, or the anatomy. Also, the vision's IFU warns that there are increased risks of using the sds in patients who have experienced a recent ami. There are no indications of a product quality deficiency. A conclusive cause for the reported balloon rupture could not be determined.